Event description:
This is the second report of three (3) for the same surgical procedure on the same pt. It was reported that during surgery the panta device for nail fixation did not fit easily onto the panta compression device and could not be removed by releasing compression and backed out on one side only and got stuck. No injury was alleged. Surgery time was increased by 30 minutes. It was reported that the set provided for the surgery had the wrong drills supplied for the compression rods which lead to problems during the application of compression.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.